Event description:
Using the endo stitch, a small piece of the endo stitch needle broke during toggling. The other part of the needle was still attached to the device and removed. The small (~1.5 mm) piece of needle was not able to be visualized and not visible by radiography. It is presumed that the piece of needle remains in the patient but is not anticipated to cause harm to patient.